Event description:
(B)(6) study. It was reported that a stroke occurred. The patient was administered 75 mg clopidogrel prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20.0 mm. The patient was discharged on aspirin and clopidogrel. The first follow-up transthoracic echocardiogram (tte) dated (B)(6) 2020 revealed a complete seal with no evidence of device thrombus. On (B)(6) 2020, the patient presented with dysphagia. On examination, the patient complained about language difficulties, however neurologically the patient was intact. On (B)(6) 2020, a CT head revealed evidence of a new infarct in the left parietal lobe. No abnormalities were detected in chest x-ray and carotid doppler. The patient was diagnosed with ischemic stroke and was admitted on the same day. Laa imaging was not performed during the event. In response to the event, 300 mg of aspirin was initiated. During the hospitalization, the patient complained about new symptoms of blurred vision, however no further significant findings were observed on examination. Speech and language therapy assessment revealed mild expressive and receptive aphasia mainly at sentences, phonological errors and some word omission/empty language at time, slower processing and difficulty attending over background noise impacts. The patient was recommended to take time to answer (speak not too quickly to finish sentences), break down complex sentences and use gestures to support the understanding. Upon further assessment, good progress was noticed. On (B)(6) 2020, the event was considered to be resolved and the patient was discharged on the same day on aspirin and prescribed 75 mg clopidogrel once the course of aspirin was completed. In addition, out-patient stroke and cardiology follow-ups were recommended. On (B)(6) 2020, follow-up MRI of the head with contrast revealed evidence of 2 small recent infracts and further new ischemic changes as compared to the previous CT scan. However, no change in the appearance of small vermian enhancing nodule that could be a hemangioma. On (B)(6) 2020, the modified rankin scale (mrs) score post 90 days of the event revealed score as 1. Baseline and first follow-up mrs score was 1. Laa imaging was not performed.